Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator was found in a shutdown state while it was connected to a patient. At the time the patient had a low heart rate and a low spo2 of 45%. A resuscitation was done and the ventilator was replaced. After the resuscitation the patient got back to normal and the spo2 rose 90%. (B)(4).

Manufacturer narrative:
The ventilator was examined at the facility by our field service engineer and in our importers workshop. It was found functioning normally. It was however returned for further investigation. The ventilator was run for 17 days and it functioned normally. The resistance measurement of the on/off switch found nothing that could lead to the reported shutdown. The on/off switch reacted promptly during turning on and off. There were slight delays in a few cases in turning off but this could not cause the reported issue. The on/ff switch was cut open. The cross section showed slightly protruding plastic. This could obstruct during turning on but not during turning off of the ventilator. This could lead to more than one attempt to turn on but once that was done the ventilator would remain in the attained on state. The evaluation of the ventilator's logs showed that there was a shutdown which wasn't proceeded by a standby that occurred during ventilation after 56 hours after turning on of the ventilator. The following start-uip after this shutdown was a cold start which implies that the shutdown was a maneuver of the on/off switch being turned from the on position to the off position. The conclusion in the matter is that the shutdown occurred as was reported but the ventilator did not shutdown by itself. The shutdown was caused by turning the on/off switch from the on position to the off position. How this happened cannot be read in the logs. No fault on the ventilator has been found that can cause the reported shutdown.

Event description:
(B)(4).